Event description:
Optometrist reported female pt with corneal lacerations to her left eye. Optometrist stated pt was given a pair of acuvue2 lenses on 08/14/1999, in place of her acuvue lenses. Optometrist reported that he later received a letter from the pt's attorney, which stated later that day the pt's lenses felt uncomfortable. The pt called the ecp's office and was told to use saline drops in her eyes. The letter stated that on 08/15/1999, the pt began having severe pain in her left eye, and upon removing the lens, she discovered that 1/3 of it was missing. Pt presented at the emergency room where she was informed that she had a "acute corneal laceration", and should see an opthalmologist. No add'l info is available at this time.